Manufacturer narrative:
Insulin pump received with missing retainer and reservoir tube o ring. Insulin pump received with partially broken reservoir tube lip. Unable to perform the displacement test and p cap or reservoir will not lock properly due to missing retainer.

Event description:
Customer reported via phone call that the reservoir was able to lock in place for short time when inserted into insulin pump. Customer's blood glucose level was 250 mg/dl. The customer was assisted with troubleshooting. Customer stated that the plastic piece on the reservoir compartment was fell off and reservoir lip ring was missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.